Manufacturer narrative:
Pump received with blank display due to battery tube power connector not connected properly to j7/pcb 1. Connected the power connector and continued testing. Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 300 at time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.